Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 49 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to subarachnoid hemorrhage and respiratory failure. According to the lvad clinician, while under care of the implanting center and a home care facility, the patient fell multiple times without head injury. The patient then moved to another state, where he then lived in another family home care facility. The information provided to the lvad clinician was not clearly stated as the patient's friend, who did not live with the patient, reported that the patient had fallen. However, the owner of the family home care facility stated that the patient had not fallen. There were no external injuries reported. The CT scan revealed acute on chronic bilateral subdural hematomas. The patient had also developed hypertension. The death certificate mentioned the falls but did not identify causation, just association. The lvad pump was not removed therefore will not be returning for evaluation. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.